Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. The issue is attributed to a defective epc. The epc controller restarted for some reason but there is no impact on the ventilation controller and the ventilation will continue. A restart of the unit will revert the device back to normal. Customer was informed to send the log files if the issue happens again. Customer confirmed that the issue is not reappearing and requested to close the job.

Event description:
The customer reported that the device displayed an error message "bellavista detect a user interface issue" during clinical use. The software was updated just before this error message occurred. At this time, there is no information regarding patient outcome with the reported event.